Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of hissing sound from the speaker was confirmed. Received on 21-jan-2025, pcu device was received unboxed and with paperwork. Unit was powered on, and a sound was heard. A test logic board was installed, and sound was resolved. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace logic board. Failure investigation report attached to on in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had speaker hissing sound. There was no patient involvement.

Event description:
It was reported that the device had speaker hissing sound. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of hissing sound from the speaker was confirmed. Received on 21-jan-2025, pcu device was received unboxed and with paperwork. Unit was powered on, and a sound was heard. A test logic board was installed, and sound was resolved. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace logic board. Failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.